Event description:
The customer reported that there was a speaker malfunction error. The device was not sounding as designed; sometimes the sound is too low and sometimes it failed to sound at all. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1:(B)(6).

Manufacturer narrative:
Philips received a complaint on the intellivue mx750 patient monitor indicating that there was a speaker malfunction error and sound was either low or failed. The device was in use on patient at time of event, there was no adverse event reported. The customer was advised to return the device to bench repair. As of (B)(6) 2025, this device has not been received by the philips authorized repair facility for evaluation; therefore, the bench repair has been canceled. Complaint allegation cannot be confirmed. The customer was provided information to return the device to bench repair, however, as of (B)(6) 2025, there is no evidence that the device has been returned. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined.